Manufacturer narrative:
Correction: initial reporter and occupation updated to proper value.

Manufacturer narrative:
A manufacturer representative went to the site to test the equipment. The inner gantry skins were removed. The dingus pins were found to be misaligned in their engagement with the rotor gear. The dingus pins were manually released and engaged in the proper part of the rotor gear. Re-homing was performed. The imaging system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information regarding an imaging device being used for a sacroiliac and thoracolumbar procedure. It was reported that the system's door was not physically closing. Site attempted to open and close the door multiple times without resolution. The site brought in another imaging system for the surgery. There was no patient impact reported and a delay to surgery of 10 minutes.